Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid/dist sfa of the left leg (l1). Approximately 10 months post index procedure the patient suffered stenosis of the left sfa. The investigator assessed the event as related to the index device, not related to the index procedure, or paclitaxel. The patient was treated one day later with non-medtronic pta and stenting to l1. Outcome is resolved. The cec has adjudicated this event as related to the index device, not related to the index procedure or drug.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.